Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Small piece of tampon remained in body - vagina [foreign body in reproductive tract] tampon did not come out whole [device breakage] when took out tampon...small piece of it remained in body [complication of device removal] case narrative: consumer reported via email that the tampon didn't come out whole and a piece remained in her body. No serious injury was reported.